Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that he can smell to insulin. The caller stated that insulin leaked from the reservoir and past the o-rings. The blood glucose reading was 121mg/dl. No further information was provided.

Manufacturer narrative:
Inspected one opened and used reservoir. Visual inspection found a large scratch along the reservoir.